Event description:
During the implant procedure, the associated stylet could not be removed from the lead after fixation of the distal tip. The physician retracted the helix and removed the lead.

Manufacturer narrative:
(B)(4), 2010. This event concerns a device that was manufactured and used outside the united stated. Analysis is pending.